Manufacturer narrative:
Multiple products were implanted including: product ID, lot number, qty: 75446550, unk, 4; 8690040, unk, 2. Although it is unknown which product contributed to the reported event we are filing this MDR for notification purposes only. (B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2009 the patient underwent the following procedures: l4-5 posterior spinal fusion, posterior lumbar interbody fusion, l4-5, decompression, l4-5, nonsegmantal instrumentation with polyaxial pedicle screws, l4-5, interbody cage, l4-5, local bone graft with rhbmp-2/acs to treat the following pre-op diagnosis: herniated disk, l4-5, 2. Left lower extremity radiculopathy. Per operative notes: "...rhbmp-2/acs sponge with bone graft extender. Rhbmp-2/acs sponge was placed into the facet joint on the right as well. On the left side graft was placed lateral to the hardware. Two lordotically contoured rods were applied to the pedicle screws and secured in compression. The cage was directly palpated and found to be stable.." The patient was returned to the supine position, awakened, extubated and transferred to the recovery room having tolerated the above procedure well and in stable condition. On (B)(6) 2010 the patient underwent the following procedures: posterior spinal fusion, 3-4 and l4-5, exploration of fusion l4-l5, segmental instrumentation l3-l5, removal of hardware at l4-l5 to treat the following pre-op diagnosis: herniated disk, l4-l5 status post fusion, possible pseudoarthrosis l4-l5, transition syndrome l3-4 with bulging disk. Post-op diagnosis: herniated disk, l4-l5 status post fusion, possible pseudoarthrosis l4-l5, transition syndrome l3-4 with bulging disk, pseudoarthrosis l4-l5. Intraoperative findings: "...patient was noted to have loose hardware at the l4-l5 level and motion and the l4-l5 consistent with ps eudoarthrosis.." Per operative notes: "..morcellized autograft as well as bone graft with rhbmp-2/acs sponge. One large kit was placed in the posterolateral gutters bilaterally. 7.5 pedicle screws were then placed at l4 and l5 bilaterally. Screws were independent stimulated and found to have good impedance. Two long rods were applied to the pedicle screws and secured.." The patient was returned to the supine position, awakened, extubated and transferred to the recovery room having tolerated the above procedure well and in stable condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.